Manufacturer narrative:
All available patient information was included. No additional information was provided. An in-house investigation confirmed that the drug mifepristone causes interference/cross-reactivity with the architect estradiol assay leading to falsely elevated estradiol results. A product correction letter was issued on 05feb2019 to all architect estradiol and alinity I estradiol customers who received one of the impacted lots. The product correction letter informs the customer that patients undergoing mifepristone therapy should not be tested with the architect estradiol or the alinity I estradiol assays for up to two weeks post their last dose. It also instructs the customer to review the letter with their medical director. The architect and alinity estradiol package inserts will be updated to include new information regarding interference/cross-reactivity between the architect and alinity estradiol assays and the drug mifepristone.

Event description:
The account observed false elevated architect estradiol results of >1000 pg/ml on (B)(6) 2020 on a (B)(6) year old female patient who recently had a hysteroscopy. The patient was tested again on (B)(6) 2020 with architect estradiol of 87 pg/ml. The account uses a reference range of female: follicular phase 21-251 pg/ml ovulation phase 38-649 pg/ml, luteal phase 21-312 pg/ml postmenopausal = 28 pg/ml. The patient was taking mifepristone around (B)(6) 2020. No impact to patient management was reported.